Event description:
The customer contacted baxter's service center regarding a damaged cassette. The hp stated that it looked like there might be a cut in the back of the cassette. The tsr advised the hp to dispose of all current supplies used and start over using al new supplies. The hc operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the peritoneal dialysis nurse (pdrn) on (B)(4) 2012 regarding a damaged cassette. The pdrn stated that the home patient (hp) has short temper and will usually find something to report. The pdrn stated that she had worked with him with his disposables and he had not complained to her regarding any issues he had in the past. The pdrn stated that she will see the hp today and will go over with him on how to load the set to make sure he understands. The pdrn stated that did not think the hp still had the cassette that the hp stated might have been cut and could not provide any information regarding the event. Since then, therapy has been going well. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. The device had been discarded and the lot number was unknown, a batch review could not be performed. Since no sample was available for evaluation and no further information about any product problem is available, no root cause can be determined.